Manufacturer narrative:
.

Event description:
The patient reported a few weeks ago, when undergoing a routine refill of their intrathecal drug delivery pump, more drug was found in the pump than was expected. The patient reported, they expected 3 cc's and the reservoir contained 13 cc's. The patient reported, they were "hardly able to walk due to spasticity". The patient is to undergo a pumpogram the following day for a suspected pump failure. The patient reported, they were not expecting an elective replacement of the pump until next year. The drug used in the pump is baclofen. Add'l info has been requested from the hcp but was not available on the date of this report. A follow-up report will be sent when add'l info is received.